Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that technical services (ts) was contacted to review stored episodes in this implantable cardioverter defibrillator (ICD) as it was suspected that it had delivered inappropriate therapy for an atrial driven rhythm. Ts reviewed the events and noted that the system appeared to undersense an atrial beat of small amplitude which resulted in in the ventricular rate appearing higher that the atrial rate. This resulted in three inappropriate bursts of anti-tachycardia pacing (atp). Programming recommendations were provided. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that technical services (ts) was contacted to review stored episodes in this implantable cardioverter defibrillator (ICD) as it was suspected that it had delivered inappropriate therapy for an atrial driven rhythm. Ts reviewed the events and noted that the system appeared to undersense an atrial beat of small amplitude which resulted in in the ventricular rate appearing higher that the atrial rate. This resulted in three inappropriate bursts of anti-tachycardia pacing (atp). Programming recommendations were provided. This device remains in service at this time. No adverse patient effects were reported. Additional information was received stating that this implantable cardioverter defibrillator (ICD) delivered a total of four inappropriate anti-tachycardia pacing (atp) burst due to atrial driven rhythms. The health care professional (hcp) contacted technical services (ts) regarding therapy not being delivered when rhythm was in supraventricular tachycardia (svt). Upon review of the available information ts noted that the criteria to deliver therapy had not been met after the last atp burst; therefore, no additional therapy was delivered. This ICD remains in service. No adverse patient effects were reported.